Manufacturer narrative:
As part of normal complaint follow-up, an evaluation was initiated by mako surgical with regard to this event. A clinical investigation is in progress and a follow-up report will be filed when results are obtained.

Event description:
The surgeon had performed a successful lateral makoplasty partial knee arthroplasty using the robotic arm interactive orthopedic (rio) system on (B)(6) 2012. The patient returned complaining of medial knee pain. The surgeon decided to perform a possible revision of the procedure. He opened the joint and found the components to be in good shape. All labs come back negative for infection. The medial compartment had advanced degeneration of the cartilage. The surgeon determined that the proper course of action was to revise to a total knee replacement on (B)(6) 2013.